Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt dose and concentration not reported via an implantable pump. The indications for use were lumbar radiculopathy, degenerative disc disease/herniated disc pain and spinal pain. The patient reported that 2-3 years ago the medication in the pump was prialt. Several months later the patient fell asleep and it was difficult to awaken the patient. The patient was in a slumber, just out of it and the patient was taken to the hospital where the patient spent 2 weeks there. It was unknown if it was a side effect to prialt or serotonin syndrome. The patient stated they had a pre-existing condition of depression and was taking anti-depressants and thought that prialt had a warning not to administer to patient's with this type of history.

Event description:
Additional information received from the consumer indicated the steps taken to resolve the reaction to prialt included removing the drug from the pump.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was on morphine for a long time and his healthcare professional (hcp) told him about prialt and they gradually started putting that in his pump. One night after this he fell asleep in a recliner watching television and couldn't wake up. The patient said to make a long story short, he was taken to hcp and didn't know if prialt caused it or a serotonin reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.